Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿pump does not work¿ and customer ¿cannot get it fixed¿. There was no reported impact to customer's blood glucose. Although multiple attempts were made by tandem technical support to obtain additional information and perform a pump system check, customer did not reply.